Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead dislodged. During the lead revision the screw connection would not turn and the operator could not screw in lead to implantable pulse generator (ipg). The ipg was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.